Manufacturer narrative:
H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.